Manufacturer narrative:
Devices remain implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Following successful deployment of the aortic body stent graft, the physician was not able to cannulate the contra lateral leg of the aortic body due to patient anatomy. The physician attempted to complete a cross over lumen to cannulate the contra lateral leg and they were unable to snare the wire. The physician elected to remove the delivery system and completed the attachment of the iliac limb to the ipsi aortic body leg. The physician then attempted to balloon the contra lateral leg which molded the leg to be fully kinked sideways. The physician completed an aui fem-fem bypass to complete the procedure. The physician was not able to attach the iliac limb to the contra lateral leg of the aortic body. The patient is stable and the physician will continue to monitor the patient.